Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a primary plum y-type blood set, 200 micron filter, clave secondary port, non-vented, secure lock, 279 cm. Concerns regarding the presence of holes in the packaging of some units, which allowed the release of air, potentially compromising sterility, especially in oncology patients who are immunocompromised. The incident occurred upon removal from the package. There was no patient involvement, and no human harm.

Manufacturer narrative:
Investigation summary received one (1) new. List #14212-01, primary plum y-type blood set for evaluation. As received, the returned sample showed small pin holes in the outer wrapping. Those small holes are purposely put in to allow for the air to escape. A packaging icon denotes these are sterile fluid path sets. The caps on the ends of the sets maintain sterility of the internals of the sets. The complaint of holes can be confirmed. However, these small holes are a normal product characteristic and do not affect the form, fit, function or sterility of the product. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.